Manufacturer narrative:
Unit received with operating currents within spec. Unit passed selftest, unexpected restart alert error test, rewind, basic occlusion test and displacement test. However, unable to prime unit during prime/compromised force sensor system test due to faulty fsr (gold). Unable to perform occlusion test, excessive no delivery test, displacement accuracy test or verify over delivery anomaly due to prime anomaly. Unit received with cracked lcd window, cracked reservoir tube lip, cracked case at display window corners, corroded battery tube and minor scratches on lcd window.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 40 mg/dl at the time of the incident. The customer was at 86 to 293 mg/dl at the time of hospitalization and they treated for the high with manual injections. The customer was at 180 mg/dl at the time of the call. The customer was given food and a glucagon shot to treat the low. The customer experienced symptoms such as lowered body temperature. The customer was wearing the insulin pump during the incident. The customer stated they were getting more insulin than they needed. The customer stated that their pump was over delivering as their overall pump programming needed to be adjusted by their endocrinologist. Troubleshooting was completed but did not resolve the issue. The customer has been using manual injections since their discharge. The customer also had a lot of work stress. The insulin pump will be returned for analysis.